Manufacturer narrative:
(B)(4) date sent: 2/15/2024 d4: batch # 473c06 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with a gst45g reload loaded on the device. The reload was received partially fired 1/10 with the reload pan bent and partially dislodged from the proximal side. In addition, some drivers missing. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the motor. No functional testing could be performed due to the returned condition of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. One possible cause for this condition may be exposure of cleaning solutions. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 473c06, and no non-conformances were identified.

Event description:
It was reported that during a cardiac surgery, the surgeon attempted to fire the device to complete a resection. The device failed to fire on the first step. The stapler did not initiate the firing sequence. No patient consequences reported.